Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that the patient's device was removed. Nevro attempted to obtain additional information regarding the nature of the device removal but was unsuccessful. There were no reports of device-related issues prior to the device removal.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had the device removed due to a lack of pain relief.